Event description:
It was reported that the patient let their implantable neurostimulator (ins) go into overdischarge mode and deplete by accident after a visit to the emergency room. A physician mode recharge (pmr) was performed and the patient was sent home to finish the count down. The patient reported an overstimulation sensation and was screaming. It was reviewed with the manufacturer¿s representative (rep) how to start a brief pmr mode to stop the overstimulation. It was reviewed with the rep. That the patient should not press any of the on/off buttons on the recharger or patient programmer until they were seen. The patient was seen on the morning of (B)(6) for reprogramming and to perform a power on reset (por). The patient was then able to turn down stimulation and able to charge. The patient was doing great and getting great relief.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).